Event description:
Introducer for ual liposuction cannula melted slightly which caused a small burn to tissue edge at incision site. The burned tissue was excised by the surgeon requiring an extension of the incision an additional 1cm.